Event description:
A us distributor reported that a patient was experiencing "check therapy electrode" messages and gel leak (no alarm).

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check therapy electrode¿ messages, gel leak) was confirmed due to an open wire in the trunk cable. Upon investigation the electrode belt did not pass a falloff testing. Upon further investigation, there was also gel leaking from all therapy electrodes, causing the gel leak alarms. The root cause for the open wire was unable to be positively identified. There was no adverse event that resulted from the damaged belt.